Event description:
Not able to aspirate from proximal port after placement. Initial cath - pt came back with infection. Catheter was removed. Later, inserted another catheter. Pt came back for removal. Initial problem was noted in o.r. Immediately after placement.